Event description:
Dealer states: client is unable to position the feet correctly on the footplate. Footplate assembly is unable to stay in position doing operation. Foot plate assembly is damages. That is a safety concern. New foot plate assembly is needed for operation. (B)(4).